Event description:
The following was reported to hamilton medical ag: summary: tf 431001 tf 431002 due to defective mainboard or blower.

Manufacturer narrative:
Hamitlon medical ags conclusion: investigation ongoing.

Manufacturer narrative:
Hamitlon medical ags conclusion: summary: defective blower. Replaced the blower. Hamilton medical ag considered this (B)(4) with severity 1 as a reportable event. The root cause analysis on the logfiles analysis determined the failure of the blower module msp160250. The indication in the log file of the technical event 231009 blower control speed low indicates the hamilton c3 was not performing at the right speed. Following a technical failure with the code 431002 indicated blower disconnection and the failure 431001 indication of blower fault. The technical fault describes in the chapter 16.2.4 technical failure in ambient state 400000 in the service manual hamilton c3 hamilton-c3 service manual (hamilton-medical.com). The ventilator was taken out of service. The blower module msp 160250 was replaced and confirmed. All technical service software has been performed and documented with no deviation. The blower module msp 160250 was returned with the rga 86294. No further analysis was performed in the reporting part. The ventilator has been brought back into service. The issue is not likely to be serious to public health but has the potential to cause serious injury or death if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. With this investigation, it is confirmed that the device failed to meet its specifications at the time of the event while the ventilator was not in use with a patient. No patient harm or involvement has been confirmed. No further investigation or correction will be performed except those mentioned above. Hamilton medical ag demonstrates "good faith" in any failed attempts to obtain required data and a "good effort faith" to obtain additional information including a request by e-mail to request information for the reportable event.

Event description:
The following was reported to hamilton medical ag: summary: tf 431001 tf 431002 due to defective mainboard or blower.